Manufacturer narrative:
This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000. The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed with a direct tested non-kit swab using a nasopharyngeal sample on (B)(6) 2022. Repeat testing was performed using the same kit lot and the same patient sample that had been refrigerated for several hours and generated a negative result. Confirmation testing (platform: respiratory filmarray 2.1) performed on (B)(6) 2022 generated a negative result. The customer stated the patient was asymptomatic. The patient was reportedly isolated. However; the customer confirmed there was no patient harm due to the test results.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion to the previously reported event. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m185210 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m185210 and test base part number 190-430 / lot m185210. The lot met the required release specifications. A review of the complaints reported for false positive patient results(confirmed and unconfirmed, conflicting results) related to kit lot m185210 showed that the complaint rate is (B)(4)% in conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference.